Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial:(B)(6). Batch: 13483210.

Event description:
It was reported that ipg was no longer working as intended and the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. All explanted devices will not be returned.